Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was act and esc button was unresponsive. Customer¿s blood glucose level was unknown. Customer also reported that the time was advancing by one minute in the insulin pump. Customer was assisted with troubleshoot. The device will be returned for analysis.